Manufacturer narrative:
Due to character limit in the e1section-the full initial reporter's name is (B)(6). Due to character limit in the e1section-the full event site name is (B)(6). User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy. User stated that while on the way to CT scanning, the gas loss alarm occured. They could not resume with the start key but were able to press the fill key to continue.the patient was sedated and ventilated. User also confirmed that there was no blood or kink. The esp personel suggested possible reasons for the alarm and further troubleshooting tips if it continues or happens again. User had no more questions. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.